Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of known inherent risk of device was chosen. Additional information: b5, d4, d6, h4.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to atrophy and recurring incontinence. A new aus device was implanted. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to atrophy and recurring incontinence. A new aus device was implanted.